Event description:
Magnetic error; sensor error 105. Product would not work with two different cables. It was a catheter malfunction issue. When the catheter was connected to the cable, no signal was displayed. The rep performed the troubleshooting and it was either the magnetic or sensor issue. The catheter was removed and a new catheter was used. The new catheter worked fine. The procedure was completed smoothly, and no injury to the patient. Manufacturer response for thermacool st sf fj, thermacool st sf fj (per site reporter): (B)(4) (biosense webster).